Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory in which upon analysis the allegation with the right ventricular (rv) lead was not confirmed. Further, it was concluded that the field report was a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was implanted into the free wall of rv that caused perforation. Moreover, it was also noted that pacing was not delivered when required. Hence, the rv lead was explanted. No additional adverse patient effects were reported.